Event description:
Information received by medtronic indicated that the customer reported that the o-ring on the pump was cracked and dislocated. Troubleshooting was performed, and it was found that the damage had occurred during normal use with the silicon case on and the reservoir was able to lock in place. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.